Manufacturer narrative:
(B)(4). The device was not returned for analysis. It may be possible that the distal shaft was kinked or entrapped within the vessel causing the inflation/deflation lumen to become blocked off; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an armada dilatation catheter advanced to the iliac artery lesion and balloon inflation was performed without issue. Following, the balloon failed to deflate. A syringe was attached and aspiration was performed to deflate the balloon. The device was removed without any further issue. There were no adverse patient effects. There was a 10-minute delay; however, no clinical symptoms were associated with this delay. There was no additional information provided regarding this issue.